Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial with clear surgical residue on the product. Visual inspection found no visible damage to the lens and clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -11.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vault, and lens rotation. On (B)(6) 2017 the lens was exchanged for the longer lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.